Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter involved and the sample eval and retain eval. Received two empty and used pumps without the flow restrictors attached to them. Due to the condition of the received pumps, flow rate accuracy testing could not be conducted. Flow rate accuracy testing was performed on two retained samples from this lot and determined the flow rates were within spec. The device history record was reviewed for the lot and all mfg operations were found to be within spec. A review of the lot history showed no other complaints for fast flow for the reported lot. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that the flow rate increased. The pump infused in approx 48 hours instead of 80 hrs. Fill volume 400 ml. No adverse event was reported.